Manufacturer narrative:
Concomitant medical products: model 9528 implantable cardiac monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. It was also noted that a hematoma was present. The right atrial (ra) lead and the implantable pulse generator (ipg) were explanted and replaced. No further patient complications have been reported as a result of this event.